Event description:
It was reported that the patient had a stroke. Their left side did not work and their left leg shook for two years prior to stroke. The patient was in the hospital and was going to have an MRI to check the left side. The patient had also lost hearing in their right ear. There was no allegation the hearing loss was due to the device or therapy. It was not clear if the patient¿s concerns were resolved. It was not clear if they were working with a healthcare provider or manufacturer representative or not. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va006sw, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).